Event description:
During a routine follow up high impedances were recorded relative to the implanted device. A re-intervention was performed for eval of the ventricular lead connection. Reportedly the lead could be removed easily without loosening the set-screw, the lead was subsequently reconnected and the set-screw was tightened. The pacing system remained implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.